Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the probable cause of the malfunction is in the reported failure; water leakage was confirmed due to a hole in the forceps channel. It is presumed that this leakage caused corrosion within the forceps channel, leading to the occurrence of this incident. The event is detectable and preventable by handling device in accordance with the following instructions for use which state: urf-v3/v3r operation manual. 3.8 inspection of the endoscopic system. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the uretero-reno videoscope had corrosion observed within the forceps channel during brush insertion. There was no patient involvement.